Manufacturer narrative:
Event date estimated as (B)(6) 2019 since the site email on that day stated they had just had a comet wire issue. Returned product consisted of an ffr comet pressure wire connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed 2 kinks located 132cm from the tip and 174cm from the tip. The tip showed a kink/bend. There was coating peeled from the shaft at the 174cm location. The occ handle was connected to the ffr link for signal verification. The signal was not present as designed. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The sensor port showed no residue of body fluids. The pressure wire was connected to the analysis support test bench and all applicable data was correct pertaining to coefficient values; however, the modulation values were nonexistent. No modulation or low modulation may influence signal strength and an issue of the equipment not being able to recognize zero or the device. Low modulation may be caused by wire damage, bad or loose sensor connection or a cracked sensor face. The coefficient was confirmed to be in specification per document. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 28 aug 2019. It was reported that signal loss occurred. The comet pressure guidewire was zeroed, but when the wire entered the patient, the pressure signal was lost. No patient complications were reported. However, device analysis revealed peeled coating.